Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy procedure (ercp). The stent failed to deploy. The lesion was located in an unspecified portion of the duodenum. The wallflex enteral duodenal 27/22x12 stent delivery system (sds) was advanced to the lesion. Upon attempting to deploy the stent, the stent failed to deploy and the device was removed from the pt. For unspecified reasons, the procedure was terminated and a second stenting procedure was scheduled to be performed 2 days later. No pt injuries or complications were reported. The pt's status is reported as "no harm".